Event description:
Reporter reported to our distributor that when the hospital staff set the rt100 adult breathing circuit to a ventilator they found that the heater wire in the inspiratory tube was broken. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. The device has just arrived, but we have yet to investigate it.